Manufacturer narrative:
Upon further review, it has been determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the hypothermia was completed at 33c on the arctic sun device. Nurse stated that the patient were in rewarming phase, device shut off due to high temperature water exposure (alarm 115) at 42 c. Device had been off for 15-20 mins. Nurse also stated they had a low flow but changed pads before called the hotline and got flow rate to above 2.0 l/min. Patient was 205 lbs. All pads were confirmed to be applied appropriately. Abdomen area was covered. Mss asked nurse to start therapy. Patient temperature was 34.2 c, water temperature was 34.3 c, flow rate was 3.0 l/min. While we were talking water temperature was 38 c, rewarm from 36.5 rr 0.25 c/hr to 37 c. Mss reminded the nurse about skin checks and device stopped earlier as a safety feature and also explained the nurse to have discussions with physician. Consider warming blanket to help prevent future prolonged exposure to warm water alarm. Patient was on many medications. Levophed and diprivan was infusing. And also nurse stated that they had a hard time to control the blood sugar. As per follow up 1 received via ibc on (B)(6) 2021 medications were administered due to the patient conditions. Therapy was completed and device was kept in service. Pads size large. Denied any additional pads added. She was unsure why the pads were exchanged as there were no notes in the patient's chart. The pads were not kept. Flow rate remained optimal throughout the shift and patient completed therapy. Device will remain in service. The complainant stated all available information has been provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hypothermia was completed at 33c on the arctic sun device. Nurse stated that the patient were in rewarming phase, device shut off due to high temperature water exposure (alarm 115) at 42 c. Device had been off for 15-20 mins. Nurse also stated they had a low flow but changed pads before called the hotline and got flow rate to above 2.0 l/min. Patient was (B)(6) lbs. All pads were confirmed to be applied appropriately. Abdomen area was covered. Mss asked nurse to start therapy. Patient temperature was 34.2 c, water temperature was 34.3 c, flow rate was 3.0 l/min. While we were talking water temperature was 38 c, rewarm from 36.5 rr 0.25 c/hr to 37 c. Mss reminded the nurse about skin checks and device stopped earlier as a safety feature and also explained the nurse to have discussions with physician. Consider warming blanket to help prevent future prolonged exposure to warm water alarm. Patient was on many medications. Levophed and diprivan was infusing. And also nurse stated that they had a hard time to control the blood sugar. As per follow up 1 received via ibc on (B)(6) 2021 medications were administered due to the patient conditions. Therapy was completed and device was kept in service. Pads size large. Denied any additional pads added. She was unsure why the pads were exchanged as there were no notes in the patient's chart. The pads were not kept. Flow rate remained optimal throughout the shift and patient completed therapy. Device will remain in service. The complainant stated all available information has been provided. Therefore, no additional follow up attempts will be made.